Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been one another complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that following implantation of an intraocular lens (iol) the patient experienced eye pain/hurt one week ago and reading vision is not what was expected. The physician prescribed anti inflammatory drugs. Additional information was requested.